Manufacturer narrative:
Please note corrections to section d9/h3, the device was not returned. The reported event could be confirmed with the help of a couple of images shared by the customer. The device inspection could not be performed as the device was not returned for evaluation. However, a couple of images were shared by the customer which shows the spiral to be in an unwound state, both at the distal as well as the proximal end. The spiral at the proximal end could be seen detached. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since the actual device evaluation was not possible, the root cause of the issue could not be determined. However, based on the available images, most probable cause of the issue could be user related involving counter- clockwise rotation of the reamer during use, but not limited upto it. If the device is returned for evaluation or if any further information is provided, the complaint report will be updated.

Event description:
It was reported that there was a rupture of the instrument during surgery. 3/1/2024 - update. No impact to the patient. The surgery was completed with another replacement product.

Event description:
It was reported that there was a rupture of the instrument during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.